Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. A root cause could not be determined. A replacement transmitter was sent to the customer. Blood glucose (bg) was 583-600 mg/dl with diabetic ketoacidosis and nausea. Customer went to emergency room on (B)(6) 2019 and was subsequently hospitalized. Saline and insulin were administered intravenously. Anti-nausea medication was also administered and blood work was performed. Customer was discharged from hospitalization the following day. Customer alleged that elevated bg was due to a kinked cannula on the non-tandem infusion set and also due to lack of continuous glucose monitor readings due to loss of connection.